Event description:
It was reported that one of the leads was broken. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.